Event description:
When attempting to place a kidney drainage catheter on (B)(6) 2015, the physician inserted the access needle, then inserted the cope mandril wire from ap rima set. After removing the needle and manipulating the wire to try to get past the stricture, the physician removed the wire and the tech noticed that the floppy tip was no longer present after taking further images, the tip of the wire can be seen inside the patient's kidney the physician still tried to gain access to place the drainage by opening up 3 subsequent a prima sets, but was unsuccessful in getting past the stricture. It was then decided to wait and let patient heal up from today's procedure before deciding the next course try again to place drain percutaneously or go to partial nephrectomy as was previously discussed as a potential course of treatment for the patient. There was not an attempt to remove the tip of the wire on this day, but if they decide to attempt percutaneous access- they will try to use forceps/snare to remove wire tip. Tech stated that the physician did not move the wire in and out of the needle during the manipulation. Follow up procedure: after a second attempt on (B)(6) 2015 to access the kidney in this patient the physician was not able to pass an unknown drain into the kidney past the stricture and wire tip. The physician now felt that the wire tip that is still remaining prevented gaining access , with the wire. The physician was not able to retrieve it. The patient was expected to go to surgery for partial nephrectomy which was already stated to have if the ir physician was unable to place the drain in the first place. A urologist had already attempted to place the drain retrograde was unsuccessful before sending the patient to the ir. Further follow up has been requested but not yet available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: during the investigation, a review of complaint history, documentation, instructions for use (IFU) pamphlet, quality control (qc) specification and trends was conducted. The mandrill wire guide of the set was returned in an used and damaged condition. The wire guide was examined noting the platinum tip of the wire was missing. Similar damage to this type of a device has been has been associated with withdrawal through the needle or other instruments. The IFU associated with this device warns, "the mandril wire guide should not be withdrawn through the needle once placed beyond the needle tip." Less frequently, patient anatomy makes advancement and/or withdrawal of the wire guide difficult, resulting in separation when the force exceeds design specification. Quality control inspection procedures verify the outside diameter of the mandrill and coil, ensure the correct solder length, solder connection and the distal tip is secure. Additionally, a caution label is attached to each mandril wire guide, which illustrates that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. We are unable to determine with certainty the root cause for the reported difficulty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
Info provided 05/15/2015: the physician attempted for a 3rd time to place the drain, but was again unsuccessful. No mention that it was due to any equipment issue. The pt has been referred back to his initial urologist. To date, there has been no f/u info regarding the partial nephrectomy.

Event description:
When inserting an access needle, the physician then inserted the cope mandril wire from the aprima set. After removing the needle, the physician manipulated the wire to try to get past the stricture, the physician removed the wire and the tech noticed that the floppy tip was no longer attached. After taking further images, the tip of wire can be seen inside pt's kidney. The physician attempted to get access to place drain by opening up 3 subsequent aprima sets but it was unsuccessful in getting pass the stricture. It was then decided to wait and let pt heal up from today's procedure before deciding next course: try again to place drain percutaneously or go to partial nephrectomy as was previously discussed as a potential course of treatment for the pt. There was not an attempt to remove tip of wire today, but if they decided to attempt a percutaneous access - they will try to use forceps/snare to remove wire tip. The tech stated that the physician did not move the wire in and out of the needle during the manipulation. The tip remains in the pt.

Manufacturer narrative:
(B)(4). The event is currently under investigation.